Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03031 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. All other information, including the patient's current condition, is unknown and reportedly unavailable.